Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure, during hospitalization. Symptoms/ae: hypotension. It was reported that post-stenting of a left internal carotid artery and during hospitalization, the pt was hypotensive requiring a dopamine drip and resulting in prolonged hospitalization. It was noted as condition resolved with a stop date in 2006. No add'l info available.